Event description:
It was reported that the patient was hit by a car while in his motorized wheelchair on (B)(6) 2012 and had not had the device checked since the accident. There were coupling/communication issues. The patient was confusing coupling bars with the implantable neurostimulator (ins) charge level and indicated he was trained on the device while under anesthesia. The patient would move and lose coupling while recharging and would have to start over. The patient had an appointment scheduled for (B)(6) 2013. It was later reported that the patient didn¿t use the ins because it "did not work". It would work for about two days and then would need to be charged for three to four days.

Manufacturer narrative:
(B)(4).